Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited loss of defibrillation therapy during ventricular tachycardia (vt) episodes. Programming changes were made. There were no patient consequences.